Event description:
Tracheostomy broke off at flange while attached to patient. Physician was able to temporarily repair the device with a sterile surgical adhesive until the patient was stable enough to replace the trach. The hub separated from the outer cannula at the outer cannula was still attached to the flange by a pivot on each side thus preventing it from migrating deeper into the patient's airway, although in this case the inner cannula could separate from the patient's airway. In 2004, there were similar incidents with the shiley. Tracheosoft xlt extended length tracheostomy tube after which the product was recalled. The recall was prompted by reports of the outer cannula separating from the hub and swivel neck plate. If this failure mode does occur. The outer cannula could travel into the patient's airway, potentially interfering with breathing or ventilation and resulting in serious injury or death.